Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
During the evaluation of the device it was observed that the device would power on by itself after inserting a battery. Since the replacement of the lid did not solve the issue, the device was evaluate at the product assessment center (pac). The pac technician evaluated the device and observed that the opening and closing the lid did not turn off/on the device as expected. The pac technician determined that the cause of device not powering on when the lid is opened is isolated to the reed switch, sw5. Additionally, the pac technician observed that the lid magnet was missing due bent, stretched out magnet retaining clips. The root cause of the missing magnet is determined to be physical damage due to user error. The customer's device was archived by stryker.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician observed that replacing the lid did not solve the issue. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.